Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure got delayed and completed. Philips communicated with the customer and confirmed the reported issue was due to the faulty main cabinet part sibbox and as a temporary solution the customer was able to restart the system. The customer replaced the sibbox unit on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected.

Event description:
It has been reported to philips that the system hangs during startup with message ¿shutters unavailable¿. Philips has started an investigation of the complaint.